Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) may have delivered inappropriate therapy. Technical services (ts) reviewed the device data. As this is a single chamber system, it was difficult to determine, however it was suspected that this device had delivered several bursts of anti-tachycardia pacing (atp) as well as shocks as a result of rapid ventricular response (rvr). The results of the analysis were reviewed with the clinician. This device remains in service. No additional adverse patient effects were reported.